Event description:
During "lapcoly" procedure the pump was not getting enough flow. The highest flow was not more then 4l/min and could not distendt the pt' stomach. There was a 2-hr delay experienced in the case. No other info is available for this incident.